Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in (type 1 bone) site area #2. The clinician reports that the implant came out without infection. The implant was removed on (B)(6) 2013. Med history: no significant findings.